Manufacturer narrative:
The device was not returned to zoll medical australia for evaluation. Instead, the data file of the customer's report was provided. Review of the data file was unable to confirm or deny the customer's report as a waveform is not recorded in the activity log. The customer informed zoll medical australia that the device will not be returned and was placed back into service due to testing of the device was unable to replicate the fault. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.